Event description:
Patient reported ¿I am an end user who received breast implants a few years ago, I read online that these have been recalled¿, ¿implant is leaking" diagnosed via MRI, ¿capsular contracture", baker grade unknown diagnosed via ultrasound, and ¿sarcoidosis, which I have now been diagnosed with in lungs and heart¿. Patient reports that their physician feels the leakage has caused sarcoidosis, which they have now been diagnosed with in lungs and heart. "They will remove the breast implants and send tissue samples for analysis". Device remains implanted. This record relates to the left side.

Event description:
Patient reported ¿I am an end user who received breast implants a few years ago, I read online that these have been recalled¿, ¿implant is leaking" diagnosed via MRI, ¿capsular contracture", baker grade unknown diagnosed via ultrasound, and ¿sarcoidosis, which I have now been diagnosed with in lungs and heart¿. Patient reports that their physician feels the leakage has caused sarcoidosis, which they have now been diagnosed with in lungs and heart. "They will remove the breast implants and send tissue samples for analysis". Device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown.